Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
(B)(4). The unit was evaluated by philips. The energy select switch was replaced to resolve the issue.